Event description:
According to the h&p, a central venous catheter, which had been placed in the ER became dislodged and the catheter actually migrated down into the superior vena cava and eventually down into the heart where the superior portion was above the atrioventricular valve. Prior to its migration, a surgeon saw the pt and tried to remove it through the subclavian vein unsuccessfully. At that point, a cardiologist was consulted and a heart catheterization was performed with snaring of the catheter and subsequent removal.